Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the airflow was low at 120 lpm setting. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 11apr2019, date of report : 31may2019. The customer's representative confirmed the airflow issue. The customer's representative indicated that the flow sensor resolved the issue. The part was not returned for failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.